Event description:
Additional information received reported the pump was ¿turned up a little bit¿ and the next week, the patient was on the ground four times because his legs wouldn¿t support him. The patient went back in, turned the pump back down, and then was ¿fine.¿

Manufacturer narrative:
Analysis of the pump found no significant anomaly. There was an elective replacement indicator (eri) due to time progression. The pump had been implanted for 80 months and eri had occurred. Some visual observations of the pump were noted. Plenty of needle "skids" on the front shield, this could indicate difficulty locating septum. Eri occurred due to implant time elapsed and is normal operation. Infusion testing was performed to address an earlier complaint of a possible over dose. Infusion testing passed. Pump logs indicated a motor stall recovery indicator. The motor stall recovery indicator is that a motor stall and recovery had occurred at some point in the pump's life. Destructive analysis was performed and no significant anomalies to note. (B)(4).

Event description:
It was reported that the patient had an overdose approximately a year ago (two refills prior) after a refill was done. It was stated by the reporter that his "legs went south and he went back in and had the pump turned down and was ok". The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).